Manufacturer narrative:
The insulin pump was received with moisture damage on battery tube. The insulin pump was also received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the customer's insulin pump contained what was described as black moisture in the battery compartment. Customer's blood glucose was 140 mg/dl. Customer stated he had been swimming and the insulin pump was exposed to water. Customer was driving and could not complete troubleshooting. He stated his blood glucose levels were under control and the insulin pump was otherwise working as it should. Nothing further reported.